Event description:
The customer contact reported an adverse event while the device was in use. At an unspecified time, the device was programmed to deliver dilaudid (0.5mg/ml) with a 0.5mg pca dose, no loading dose, with a pca lockout every 15 minutes, no continuous rate and a 4 hour limit of 8mg and the delivery was started. After an unspecified length of time, it was reported that the patient went into cardiopulmonary arrest. No specific event details were provided. The device was immediately removed from service. It was reported that it was undetermined whether there was an over delivery or an under delivery but the customer requested that the device be checked out. During testing at the user facility, the device passed basic pvt's and there was no damage to the patient pendant noted. Though requested, no further information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the user facility. A review of the history indicates that on (B)(6) 2014 at 0006, dilaudid pca 0.5mg/ml was confirmed, the device was programmed in the pca mode only, with a 0.5mg pca dose, a 15 minute pca lockout, an 8mg four hour limit was set, and the door was locked. Between 0010 and 0641, there were six 0.5mg pt initiated pca deliveries and two unmet demands. At 0641, the door was opened and shift total 4.7mg cleared and the door was locked. Between 0704 and 1139, there were five 0.5mg pt initiated pca deliveries and one unmet demand. At 1352, the door was opened and shift total of 2.5mg cleared and the door was locked. Between 1423 and 1809, there were six 0.5mg pt initiated pca deliveries and two unmet demands. At 1814, the door was opened and shift totally 3mg cleared and the door was locked. Between 2032 and (B)(6) 2014 at 0625, there were 10 0.5mg pt initiated pca deliveries, with one pca stop at 0.2mg, two pca stops at 0.4mg, one pca stop at 0.1mg and five unmet demands, four occlusion alarms, a new day time stamp and the door was opened and locked once. Between 0628 and 0629, the door was opened and shift total 4.2mg cleared and the door was locked. Between 712 and 0940, there were two 0.5mg pt initiated pca deliveries, with one pca stop at 0.2mg, one unmet demands, one occlusion alarms, two using battery alarms, one low battery alarm, one dead battery alarm, the device was powered on, one check syringe alarm, and one power loss alarm. A review of the device history indicates the device delivered as programmed. This report represents all the information known by the reporter upon query by hospira personnel.